Event description:
The customer reported that the insulin pump had a button error alarm and a black circle on the display. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 195 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit received with button error alarm after boot up and no button response on all buttons due to corroded keypad traces noted. Unable to perform displacement test due to unresponsive keypad. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.